Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead had an insulation damage. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.